Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
Material no: 320555, batch no: 8304725. It was reported that before use of the bd nano pro ultra-fine¿ pen needle the consumer encountered 3 faulty needles. 2 of the needles on the vial side had plastic over the needle that punctured into his pen but wouldn't dispense insulin. This resulted in a broken vial of insulin as it built up pressure from him trying to prime his pen. The third faulty needle was by far the worst. The needle wouldn't puncture his skin. He tried three times because he has never had anything like that happen before. This caused him pain and anxiety and unfortunately was the only needle we had with us at that time. The following information was provided by the initial reporter: consumer called regarding complaint, stated that the needles are dull and hurt during injection. Also stated that the insulin does not flow through the needles due to plastic piece covering the needles at non patient end. Consumer has the sample that hurt during injection, the others were discarded. My 11 year old son is a type one diabetic. He is on multi daily injections and uses up to 10 needles a day. My son uses a new needle each time he takes insulin. He has used half of his first box (approximately 50 pen needles). Out of those 50 needles there has been 3 faulty needles. 2 of the needles on the vial side had plastic over the needle that punctured into his pen but wouldn't dispense insulin. This resulted in a broken vial of insulin as it built up pressure from him trying to prime his pen. The third faulty needle was by far the worst. The needle wouldn't puncture his skin. He tried three times because he has never had anything like that happen before. This caused him pain and anxiety and unfortunately was the only needle we had with us at that time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no: 320555, batch no: 8304725. It was reported that before use of the bd nano pro ultra-fine¿ pen needle the consumer encountered 3 faulty needles. 2 of the needles on the vial side had plastic over the needle that punctured into his pen but wouldn't dispense insulin. This resulted in a broken vial of insulin as it built up pressure from him trying to prime his pen. The third faulty needle was by far the worst. The needle wouldn't puncture his skin. He tried three times because he has never had anything like that happen before. This caused him pain and anxiety and unfortunately was the only needle we had with us at that time. The following information was provided by the initial reporter: consumer called regarding complaint, stated that the needles are dull and hurt during injection. Also stated that the insulin does not flow through the needles due to plastic piece covering the needles at non patient end. Consumer has the sample that hurt during injection, the others were discarded. My (B)(6) year old son is a type one diabetic. He is on multi daily injections and uses up to 10 needles a day. My son uses a new needle each time he takes insulin. He has used half of his first box (approximately 50 pen needles). Out of those 50 needles there has been 3 faulty needles. 2 of the needles on the vial side had plastic over the needle that punctured into his pen but wouldn't dispense insulin. This resulted in a broken vial of insulin as it built up pressure from him trying to prime his pen. The third faulty needle was by far the worst. The needle wouldn't puncture his skin. He tried three times because he has never had anything like that happen before. This caused him pain and anxiety and unfortunately was the only needle we had with us at that time.